Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the release process, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and was withdrawn. There was no reported patient injury. The femoral artery was occluded after surgery. The physician is a mature surgeon who has received professional training and has successfully inserted occluders many times. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and was withdrawn during the release process. There was no reported patient injury. The femoral artery was occluded after surgery. The physician is a mature surgeon who has received professional training and has successfully inserted occluders many times. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18235192 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated because the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The device was not returned for evaluation as anticipated.